Event description:
During a rotational atherectomy treatment procedure, a loss of power to the rotablator console occurred. The 90% stenosed lesion was located in a moderately calcified and non-tortuous proximal to mid right coronary artery (rca) lesion. The platform testing of the 1.25mm rotalink burr catheter had been performed without incident. The 1.25mm burr catheter had been moved into place. As they were getting ready to start the ablation, the rotablator console cut off completely with no evidence of power to the system. The procedure was completed with another rotablator console. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the console found that the cover had marks, soiling and residue on it. It also had customer applied labels. The functional testing of the console revealed that there was no console power since the internal power supply failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear due to the age of the console. (B)(4).

Event description:
During a rotational atherectomy treatment procedure, a loss of power to the rotablator console occurred. The 90% stenosed lesion was located in a moderately calcified and non-tortuous proximal to mid right coronary artery (rca) lesion. The platform testing of the 1.25mm rotalink burr catheter had been performed without incident. The 1.25mm burr catheter had been moved into place. As they were getting ready to start the ablation, the rotablator console cut off completely with no evidence of power to the system. The procedure was completed with another rotablator console. No patient complications were reported and the patient's status is fine.